Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having stability issues and pain following a total knee arthroplasty (tka). The tibial component was mal aligned and the poly had signigicant wear as a result. Full revision components were needed after explanting the original tka components.